Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 1400 mcg/ml baclofen at an unknown dose via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 the patient reported that she had a seizure sunday ((B)(6) 2018) morning and had been hospitalized ever since. The hospital performed an MRI on the patient today and then security refused to let the company representative enter the facility to check the pump. The patient was ¿very escalated asking if her pump doesn¿t restart will she have another seizure, when will her drug run out, and other questions related to the pump restarting after the MRI¿. She stated that she had never had any problems with an MRI before, but thought since she didn¿t have this one checked this would be the time a problem would occur. When asked about the pump alarming, the patient stated that she was not aware of the pump alarming. No interventions were mentioned. No further complications have been reported as a result of this event.